Event description:
It was reported that a programming system in hospital was "no longer working." Follow-up with the site indicated that the hand-held computer only needed a software update, which "remedied the problem." Attempts for more information have been unsuccessful to date.